Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since the lot number is unknown.

Event description:
It was reported to baxter (B)(4) that a flo guard solution administration set would not disconnect from an unknown cannula. The luer section is seen to rotate but will not disconnect from cannula. The condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.